Event description:
According to information received from the reporter, he has experienced 200-300 events associated with patient skin rashes over the past few years that he is attributing to the use of hydrophobically coated catheters for diagnostic purposes. Cook has requested additional information from the reporter to characterize the events in more detail, such as the timing of their presentation, typical treatment (if any) required, patient's symptoms, time to resolution, etc. Although requested, no additional information has been provided by the reporter to date.

Manufacturer narrative:
Event date: unknown as not provided by reporter. We only know that is has been over the past few years. Expiration - unknown as lot is unknown. Unknown as not provided by reporter. Unknown as lot is unknown. (B)(4). Event evaluation: still under investigation.